Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1800767; investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not opening properly.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first two clips were unable to properly load into the jaws of the device. The third clip, however, was able to properly load and was successfully applied to over-stressed surgical tubing. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The broken ratchet prevented some of the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips don't get open" was confirmed based upon the sample received. One device was returned. Upon functional inspection, two of the remaining clips were unable to properly load into the jaws of the device. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the clips are not opening properly.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the indicator clip in the jaws which indicates that no clips were remaining in the device. The returned sample appears used as there is biological material present on the device. The indicator clip was manually removed from the device and the trigger cycle was completed. Initially, the trigger jammed. However, this was most likely due to no more clips being in the channel which can sometimes cause the feeder to get slightly out of position and jam the trigger. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips don't get open" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
It was reported that the clips are not opening properly.